Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical notification received for revision of hip to address periprosthetic femur fracture. Date of implantation: (B)(6) 2021. Date of revision: (B)(6) 2022. Left hip. Treatment: revision of femoral stem, femoral head, and acetabular liner.

Event description:
Medical records received indicated that the office notes (B)(6) 2022 indicate the patient is experiencing nerve pain and a clicking in his hip. Physical exam reveals significant leg length discrepancy. Oral medication prescribed for nerve pain and shoe lift. Clinic notes 02/09/2022 indicate CT scan reveals large fracture of the lesser trochanter femoral bone and subsidence of the femoral stem implant. Revision operative notes 02/09/2022 indicate the patient received a left total hip revision due to femoral bone fracture and femoral stem subsidence. Upon entering the joint, the surgeon noted part of the short rotator joint capsule repair had failed and there was significant hematoma within the joint, this was evacuated. Attention was turned to the femoral fracture, and this was stabilized with the use of cerclage wires. Stem, head and liner were revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 (device code).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. All available x-rays were reviewed, and there is no enough information that can determine the relationship of the device to the reported event. Complaint is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.